Event description:
The customer reported via phone call that they had persistent no delivery alarms. The customer stated they have reported the issue several times in the past. Customer has tried different sets and cannula lengths, but the alarm was recurring. The customer's blood glucose was 288 mg/dl. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. Programmed multiple basal rates and boluses for 24 hours. Monitored the pump for 3 days and no unexpected no delivery alarms were noted. No cosmetic damage was noted.